Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the consumer contacted the "(B)(6)" on the 3rd, then stated the 2nd, when the patient was attempting to increase stimulation to 4.0, as they were getting an out of regulation (oor) message. They stated this happened when the patient applied the "pad" to their ins to adjust stimulation. The consumer stated that after several attempts, the patient was finally able to increase stimulation. Initially when the patient attempted to decrease stimulation to 3.9 they got the oor message, but stated that they were eventually able to decrease and that the patient currently had stimulation at 3.9. The patient was "weaning" stimulation down and the consumer didn't know if the patient wanted to increase to 4.0. It was clarified that initially when the patient tried to increase stimulation she received the oor message and stated that after several attempts they were able to finally increase, but stated today when attempting to increase stimulation, the oor message appeared and it would not let them increase. They further clarified that they think 3.9 is a "functional level" for the patient and did not make an allegation about the patient's therapy, but stated that in case the patient wanted to increase stimulation, they are not able to due to the oor message. It was confirmed the patient hadn't had any recent trauma or falls and it was reviewed how to bypass the oor message. No troubleshooting was able to be done, as the patient was not with the consumer at the time of the call. Additional information was received that a representative had met with the patient and reported the oor message when interrogating the ins. The patient was confirmed to have the ability to increase amplitude up to 4.8v to help with tourette's symptoms when needing greater stimulation to control symptoms. Settings: left: c+1- 3.9v, 90pw, 130hz, 455 ohms, 8.4ma; right: c+9- 4.0v, 90pw, 130hz, 445 ohms, 8.5ma. Ins battery voltage: 2.82v. Longevity calculation was done: eri: 12.62 months, eos: 15.62 months. It was discussed how the lower impedances could be impacting the ability of the ins to deliver the settings to be increased when the patient needed it to be. The representative stated that they were able to increase patient settings to 4.1v after a couple interrogations of the ins. It was asked of the representative if any changes have occurred since the last interrogations by hcp's at "(B)(6)." The representative was going to contact the primary hcp to follow-up. There was discussion of temporarily trying to lower the upper limit of the limits programmed to see if that would provide more options to increase stimulation, then go back to regular settings. A return of symptoms was stated to have begun 1-1.5 months ago. No further complications or symptoms were reported or anticipated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that a rep made an onsite visit to resolve the oor message. The issue wasn't resolved as the rep collected data and stated that it was going to be sent to technical support for further evaluation. As of (B)(6) 2019, they didn't reach out or hear back from the rep. There were no further complications reported.